Event description:
It was reported that the device had detected four episodes of non-sustained right ventricular noise and had inhibited therapy. However, an inappropriate shock was delivered due to right ventricular (rv) lead noise. Trends showed stable sensing thresholds and shock impedances over the lifetime of the device. Also, there were several out of range lead impedances resulting in delivery of vibratory notifier. Isometrics could not recreate the noise. Upon removal of the device from the pocket, the rv lead was found to be insufficiently screwed into the header. The physician was able to remove it easily from the header by pulling gently. The lead was re-inserted correctly and tested fine. The patient was stable and the issue was resolved.